Event description:
It was reported by repair work order that the unit will not lift all the way. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.